Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's heart. The patient was reported to be symptomatic, therefore the lead was repositioned successfully. Measurements were reported to be stable. No additional adverse patient effects were reported.